Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18183574.

Event description:
It was reported that the patients leads were moved during a non device related surgery and the patient was experiencing inadequate pain relief. A computed tomography (CT) scan was taken and showed that the stimulator wires were coiled over the midline spine at the level of l2 to l3, however, the electrode wires appeared intact. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively and the explanted leads were not returned.